Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation ¿ evaluation on (B)(6) 2023, childrens hospital (united states) informed cook that the catheter of a cook spectrum minocycline/rifampin impregnated double lumen central venous catheter tray (rpn: c-udlmy-401j-rsc-abrm-hc-fst; lot: unknown) separated. During placement of the catheter in an unknown procedure, the physician ordered the catheter to be pulled back from 11.5 cm to 11 cm. The catheter was found to be currently at 12 cm. When two of the registered nurses (rn) were pulling back the catheter 0.5 cm, the catheter "snapped" in half. An rn held half of the catheter that remained in the patient with tweezers to occlude and prevent the device from going further into the patient. Neonatal nurse practitioners (nnp) were called and reported to bedside in which they removed the catheter completely. It was reported that there was no harm to the patient at that time. Reviews of documentation including the quality control procedures and instructions for use (IFU) of the complaint device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded sufficient inspection activities are in place to identify this failure mode prior to distribution. The customer did not provide the lot number for the complaint device. Cook reviewed the sales history for this customer and was unable to identify the complaint lot. The device history record could not be reviewed. Based on this information, the device was manufactured to specification. There is no evidence of nonconforming material in house or in the field. Cook also reviewed product labeling. The product IFU, [c_t_ulmabrm_rev4] ¿spectrum and spectrum glide central venous catheters,¿ provides the following information to the user related to the reported failure mode: warnings ¿do not power inject contrast medium through catheter. Catheter rupture may result. Use of 10cc or larger syringe will reduce the risk of catheter rupture.¿ precautions ¿do not re-sterilize catheter. Do not cut, trim or modify catheter or components prior to placement or intraoperatively. Catheter should not be used for long-term indwelling applications. If lumen flow is impeded, do no force injection or withdrawal of fluids. Product recommendations suggested catheter maintenance ¿to prevent clotting or possibility of air embolus, the double-lumen¿s #2, and the triple lumen¿s #2 and #3 lumens should be filled with saline solution or heparinized saline solution, depending on institutional protocol, prior to catheter introduction. After catheter is placed and prior to use, tip position and lumen patency should be confirmed by free aspiration of venous blood. Any unused lumens should be maintained with continuous saline or heparinized saline drip or locked with heparinized saline solution. Heparin-locked lumens should be reestablished at least every 8 hours. Before using any lumen already locked with heparin, lumen should be flushed with twice the indicated lumen volume using normal saline. Lumens should be flushed with normal saline between administrations of different infusates. After use, lumen should again be flushed with twice the indicated lumen volume using normal saline before reestablishing heparin lock.¿ based on the information provided, no product returned, and the results of the investigation, cook has concluded that component failure unrelated to manufacturing or design deficiencies contributed to the event. It is possible the line became occluded and was weakened where it broke. The line could have also been damaged if the catheter wasn¿t completely secured. However, none of these possibilities can be confirmed without additional information and/or physical examination of the complaint device. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. D1 - device name: cook spectrum minocycline/rifampin impregnated double lumen central venous catheter tray. E3 - occupation: (B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported the catheter from a cook spectrum minocycline/rifampin impregnated double lumen central venous catheter tray separated in an unknown patient. During placement of the catheter in an unknown procedure, the physician ordered the catheter to be pulled back from 11.5 cm to 11 cm. The catheter was found to be currently at 12 cm. When two of the registered nurses (rn) were pulling back the catheter 0.5 cm, the catheter "snapped" in half. An rn held half of the catheter that remained in the patient with tweezers to occlude and prevent the device from going further into the patient. Neonatal nurse practitioners (nnp) were called and reported to bedside in which they removed the catheter completely. The device was placed in a biohazard bag for further investigation. No patient harm has been reported and the patient will continue to be monitored. Additional information regarding the event and patient outcome has been requested but is currently unavailable.